Manufacturer narrative:
An evaluation is in process. A follow- up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer.

Event description:
The customer reported falsely elevated magnesium results on one patient generated on the architect analyzer. The results provided were: on (B)(6) 2019 sid (B)(6) = 9.1mg/dl (normal range is 1.8 -2.4mg/dl), the result was reported to the physician who requested a new sample be drawn. The new sample generated 1.7mg/dl; the customer then retested the original sample = 1.7mg/dl. There was no medical treatment provided and there was no impact to patient management reported.

Manufacturer narrative:
Upon the subsequent site visit by an abbott field service engineer, the following were replaced: the c4/c8 reagent probe (rohs), list number 01g47-04, the probe tubing, and the fse aligned the cuvette washer dryer. Return testing was not completed as returns were not available. A review of the architect c4000, serial number (B)(4), service history revealed no additional erratic or discrepant results reported by the customer after replacement of the reagent probe. The architect system operations manual contains adequate information for troubleshooting the observed issue and adequate information for the troubleshooting, removal, and replacement of the c4/c8 reagent probe. A 12-month review of complaints for replacement of the reagent probe (list 01g47-04) did not identify any similar complaints. A review of tracking and trending for the c4000 platform did not identify any trends. Based on the investigation, no product deficiency was identified for the architect c4000, serial number (B)(4), or the c4/c8 rgt probe (rohs), list number 01g47-04.